Event description:
Patient stated that he applied a v-go near 6pm on (B)(6) 2109, patient stated v-go fell off while the patient was sleeping. Patient stated that the exposed needle pricked him, awakening him.